Event description:
It was reported that there was no magnet response, no telemetry, and no output. A device check nine months prior was normal. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed a no output and no telemetry condition, consistent with the reported field experience. Further analysis found high current drain, which was the result of a solder bridge internal to an integrated circuit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.